Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure to treat her uterine prolapse and stress urinary incontinence. Reportedly, the patient experienced injuries including vaginal bleeding, erosion of her internal bodily tissue, and exposure of the eroded pinnacle device through her tissues (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.